Event description:
The customer claims that the signal from the alarm to the nurse call system is not being transmitted. After the nurse replaced the call cable, the nurse call feature worked. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned (8) nurse call cables shows (3) passed testing specifications, (4) cables have an open circuit and (1) cable has a short circuit. (B) (4).